Event description:
The user facility reported that at 10:20, the pump involved was started. At 10:21, po2 84, co2 66, gas flow rate 3l/min, fio2 70%, blood flow rate 4l/min. Po2 164, co2 18, gas flow rate 6l/min, fio2 100%, blood flow rate around 1.5 l/min (*switched to self-ventilation). Po2 did not increase much even though the gas flow rate and fio2 were increased as above. After twenty (20) minutes from when the pump started, the oxygenator was replaced with another fx25 device. All the above blood gas data was collected by the same clinical documentation integrity (cdi), the first recalibration was not performed, and pre-procedural gas calibration was performed. There was no patient injury or medical/surgical intervention required. The product was changed out during blood circulation. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
Lot number: 221207. Expiration date: 30 jun 2024. UDI: n/a as this product code is not exported to the us market. Occupation: clinical engineer. Device manufacture date: 07 dec 2022. Visual inspection of the actual sample upon receipt found no anomaly such as a breakage in the appearance. The actual sample, after cleaned and dried, was tested for the o2 transfer and co2 removal performance in accordance with the product inspection protocol. No anomalies were observed, and the obtained values met the factory's control standard. [Blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg [circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100% [o2 transfer volume] @6l/min: 385ml/min., @4l/min: 274ml/min [co2 removal volume] @6l/min: 314ml/min., @4l/min: 229ml/min. Review of the manufacturing record and shipping inspection record of the actual sample found no anomaly in them. A search of the past complaint file of the involved product/lot combinations found no other similar reports. According to the investigation result, the gas transfer performance of the cleaned actual sample met the factory's specifications, and no anomaly was found in the manufacturing records. The event pointed out was not reproduced during the investigation, the cause of the event could not be clarified. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease[?]fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." (B)(4) (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).